Event description:
Reference number (B)(4). Event occurred in israel it was reported that the patient experienced hypoglycemia on 21-feb-2026 and the patient got treated with fast acting carbohydrates. No further information is available.

Manufacturer narrative:
E1: patient city: (B)(6). Patient country: israel . Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.